Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient underwent an ablation procedure one day post implant of this right ventricular (rv) lead and then it was noted the pacing threshold started to increase. Three days post implant the rv had high threshold measurements and the physician elected to explant and replace the lead. There was an insulation cut on the upper half of the lead and it was not confirmed if the insulation cut occurred during the explant procedure. No adverse patient effects were reported.

Event description:
It was reported that this patient underwent an ablation procedure one day post implant of this right ventricular (rv) lead and then it was noted the pacing threshold started to increase. Three days post implant the rv had high threshold measurements and the physician elected to explant and replace the lead. There was an insulation cut on the upper half of the lead and it was not confirmed if the insulation cut occurred during the explant procedure. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.